Event description:
The patient reported that the keypad had separated from the pump and after it was worn swimming fluid was visible behind the screen. The patient discontinued pump use and subsequently received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed damage to the keypad and internal corrosion consistent with moisture exposure as reported by the patient. The pump was not in use at the time of the hospitalization.